Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by vet that an animal underwent an unknown animal procedure on (B)(6) 2015 and the suture was used. Following the procedure, interrupted suture from knot failure occurred.